Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image does not come out. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred due to component failure of the device whereas the no image occurred due to corrosion of the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had incompatible scope error e315. The issue occurred during set up/inspection for use. There were no reports of patient involvement.